Event description:
It was reported that a malfunction alarm occurred, identified as malfunction 16, and the customer experienced elevated blood glucose levels, reaching 27.0 mmol/l, although the customer doubted it exceeded 20 mmol/l. The customer addressed the high blood glucose level by administering a correction injection using multiple daily injections (mdi) without requiring third-party assistance. Technical support decided to replace the pump and instructed the customer on returning the faulty pump with a prepaid label while using an alternate mdi therapy to maintain insulin delivery.